Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 3004209178-2015-91358.

Event description:
It was reported the keypads on the insulin pump were unresponsive. Customer's father inserted a new battery and device alarmed battery our limit. Customer's blood glucose was 236 mg/dl. Customer was unable to clear alarm due to unresponsive keypad anomaly. No further information reported.